Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream sensor had failed, which caused the no flow out and load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. Mmdg followed up with the initial reporter who stated that there had been no impact to the patient due to the complaint but that they had no other information to provide. (B)(4).